Event description:
It was reported that a few hours post implant the patient experienced leg numbness and weakness. The patient was brought back to the operating room where a thoracic epidural hematoma was cleared. The lead and extensions were removed, although the generator with octapolar plugs remained implanted. The patient underwent an MRI with no ill effects following the additional surgery. The patient recovered without sequela.

Manufacturer narrative:
Lead and extensions explanted.